Event description:
Reportedly, the subject defibrillator implanted on (B)(6) 2016 during a replacement procedure, has been explanted on (B)(6) 2019 as noise oversensing was observed during a follow-up performed on (B)(6) 2019.

Manufacturer narrative:
Please refer the attached analysis report.

Event description:
Reportedly, the subject defibrillator implanted on (B)(6) 2016 during a replacement procedure, has been explanted on (B)(6) 2019 as noise oversensing was observed during a follow-up performed on (B)(6) 2019.